Event description:
It was reported to philips that the system failed to boot due to user error; no hardware fault on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restarted system; no fault found. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)